Event description:
It was reported that a patient underwent a capsule closure in tkr procedure on (B)(6) 2025 and barbed suture was used. During the procedure, suture snapped while doing surgery. Additional vicryl sutures were used to mitigate the situation. This led to time delay in or and raised doubts on the surgeon's mind about our quality control and strength of the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - were there any adverse consequences associated with the patient? No, vicryl suture was used to provide additional strength - were there any unexpected outcomes or complications resulting from the prolonged surgery time? No - how long, in minutes, did the surgery prolong? 5 minutes - which tissue was being sutured when the event occurred? Capsule closure in tkr - was additional dissection required in other organs/tissues other than the target tissue? No - was there any change in the patient¿s post operative care due to the prolonged procedure? Unknown note: please mention the source through which the information is received (information received from dr, nurse etc.) From dr. (B)(6)

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device 101s1u / sxpp1a20314 batch number, and no non-conformances were identified.